Event description:
It was reported that technical services (ts) was contacted about possible undersensing on the right atrial channel of this pacemaker. Ts reviewed stored episodes and noted some instances of undersensing and inappropriate pacing. Ts provided device reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.